Event description:
Legal counsel for the patient reported that the patient underwent procedure utilizing depuy a.l.p.s. Proximal tibia plating system on unknown date. Subsequently, an alleged revision was performed on unknown date due to alleged plate fracture and pain. No further information or medical records have been provided to biomet to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4).